Event description:
It was reported that the patient experienced ineffective therapy with both the scs and drg systems. It was noted that x-rays showed that all 4 drg leads migrated. Additionally, the scs ipg became inoperable and was unable to communicate with external devices. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein the drg system was explanted. Both scs leads were repositioned and pulled down to the top of t10 and the scs ipg was explanted and replaced. Therapy was restored to the scs system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.